Event description:
The physician was attempting to deliver the stent to the middle cerebral artery lesion in "very tortuous" anatomy. Resistance was felt between the stabilizer and the guidewire and the stent prematurely deployed in the distal internal carotid artery (ica). The physician only used a single continuous flush set up and not the recommended two during the procedure. The physician attempted to place another stent at the target lesion but the delivery system pushed the prematurely deployed stent more distally in the ica. The physician removed the second stent system and stopped the procedure. The pt was reported to be "okay".

Manufacturer narrative:
Expiration date: unk. Device MFR date: unk.